Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 05/13/2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient indicated that she had a low event while she was sleeping. At around 6:00pm, her blood glucose (bg) read 50mg/dl and the her continuous glucose monitor (cgm) showed that her bg continued to drop. The patient was woken up by a family member. The family member treated the patient with juice and peppermint to get her blood glucose up. At the time of event, the patient was doing fine. There was no allegation of malfunction to the dexcom system. The patient stated that she had a smoothie at the time of event and had over compensated with insulin. No additional event or patient information is available.